Event description:
It was reported that the patient felt dizzy and presented to the hospital. Electrocardiography revealed no pacing and the physician felt this was due to a fracture of the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.